Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was set to infuse maintenance IV fluids (mivf) at a rate of 150ml/hour. After observing the pump for several minutes, there was no flow of IV fluid (nothing flowing from the tubing end and no drops in the drip chamber) despite the pump with green arrows saying it was actively infusing. The tubing was placed in a different pump to complete the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.